Event description:
As reported per the edwards field clinical specialist (fcs), during a transfemoral tavr procedure, a surgical cut-down was performed on the left side. Serial dilations were performed. Following insertion of the 25fr dilator a dissection was noticed at the left ileofemoral artery. The physicians proceeded with a repair of the left iliac with a 50cm by 8mm graft. Following repair, a 10mm conduit was sewn into the left common iliac. Patient was in stable condition at the end of the procedure. Additional investigation revealed the following: the minimum luminal diameter of the access vessel was 8mm, but the minimum luminal diameter of the vessel at the location of the dissection is unknown. The vessel was described as mildly calcified and mildly tortuous. Per report, the event was not caused by a device malfunction.

Manufacturer narrative:
The dilators were not returned for evaluation as it was reported that there were no issues with the devices. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices the minimum required vessel diameter for a 24 fr sheath is 8mm. In this case, the access vessel's minimum luminal diameter was 8.0 mm, and the vessels were noted to be mildly calcified and mildly tortuous. The exact cause for the dissection cannot be confirmed; however, it was reported that the ileo vessels were smaller than anticipated in this (B)(6) female patient. The borderline size of the vessel could have caused or contributed to the event. In addition, it is possible that either there was calcification not appreciable on imaging and/or the patient's vessels may have been friable. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.